Event description:
It was reported in a service report that the power cord was missing the ground prong and the communication cable was missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: power cord--ground prong was missing from power cord. Communication cable--missing.